Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. Additional actions to prevent this failure from occurring are underway.

Manufacturer narrative:
The philips field service engineer performed a system inspection and determined that the control panel arm¿s swivel lock bushing had risen out of place preventing a proper lock. Further inspection revealed some oil had made its way into the bushing causing it to come unseated. As a correction, the service engineer replaced the entire control panel arm assembly. The system was returned to service with no further repairs needed. Return of the suspect control panel arm is anticipated. Evaluation of this part will be included in a follow up report upon its return and investigation completion.

Event description:
The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock properly while in transit. The cart was in motion when the lock failed. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.